Event description:
This rv lead was explanted and replaced due to noise. No adverse patient events were reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed cuts in the insulation which occurred most likely during the extraction procedure. Furthermore, deformations of the inner coil close to the is-1 connector pin were found. The characteristics indicated that these damages were caused by overrotation of the inner coil. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported noise. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.